Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis three days following lasik treatment of the left eye. The patient complained of light sensitivity. The topical steroids were increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.